Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 975 mg/dl. Reportedly, customer believes an unrelated injury to pancreas potentially contributed to the cause of the high bg; however, this could not be confirmed, and ultimately the cause was unknown. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and saline. Reportedly, the customer was released approximately two days later with the issue resolved and no permanent damage.